Event description:
It was reported during the implant procedure the cruiser wire came out of the shaft of the lead at the distal part of the lead. A new lead was used to complete the procedure. The patient`s condition was fine during and after the procedure.

Manufacturer narrative:
(B)(4).